Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the distal and proximal conductor of the lead developed a fracture due to flexing while in vivo.performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. 10 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016.the criteria for the right ventricular lead integrity alert were met.lead failure predictor triggered on (B)(6) 2016 for v- sensing integrity counter (sic) and non-sustained tachycardias.oversensing due to non-physiologic signals/sic (sensing integrity counter). 254 ventricular- sensing integrity counter (sic) from (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes and sensing integrity counter (sic) the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.